Event description:
On (B)(6), 2010, a doctor alleged that tempbond clear temporary cement caused sensitivity in a patient which required root canal therapy. This is the second of two reports.

Manufacturer narrative:
The doctor reported that a patient required root canal therapy in order to treat the sensitivity caused by tempbond clear. The product was not returned from the customer, therefore a retain sample was used to conduct a visual inspection which indicated that the paste was homogeneous and free of contamination. A review of the manufacturing records indicated that the product met specifications. The potential cause for this incident is that tempbond clear contains acrylate resins which could lead to a rare occurrence of sensitivity. (B)(4). Retain sample was evaluated